Event description:
During tpn/il fluid change, this rn went to prime tubing for lipids specifically and the lipid liquid shot out to the side of the connection between syringe and tubing. No observed crack noted to tubing, however, unable to flush/retrieve fluid from tubing.